Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device doe not turn on, module doesn't connect. There was no report of patient involvement.